Event description:
It was reported by the customer the device was used in an unknown procedure. It was reported the clips would not fire. It happened about 2 weeks ago. There was no consequence to the pt. The rep was notified to follow-up.